Event description:
During a supraventricular tachycardia procedure, signal and self-test issues resulted in a procedural delay. A burst of noise was noted on all catheters and surface electrodes on the non-abbott device (bard recording system), but there was no noise on the ensite signals. Turing off the ensite x amplifier resolved the issue. It was also noted that the noise issue did not occur when using the non-abbott device (carto) was the mapping system. The ensite x amplifier was rebooted but the light remained orange and was not able to connect to the dws after multiple reboots. Troubleshooting included replacing ic blocks to non-abbott device (bard) and pinning, replacing the surfacelink, replacing the ep-4, and restarting the ensite x amplifier. The issue is intermittent. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one ensite x amplifier (sn: (B)(6) was received for evaluation. The field reported event was not able to be duplicated. The amplifier passed communication and functional testing. Based on the information provided to abbott and the investigation performed, the reported event was not able to be confirmed, and the root cause remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.